Event description:
Pt was admitted to the emergency room 5/8/98 due to hyperglycemia. His blood sugar was 300. Pt had red blotches underneath skin and felt hard to touch. Pt also experienced wetness after his injection on his skin. The needle free syringe used was lot #11915.